Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The rx acculink (1011343-40, 9011251) is being filed under a separate medwatch report.

Event description:
Device issue: bare wire, balloon entanglement. Time of device issue: during the interventional procedure. Adverse event: none. It was reported that on (B)(6)2010, approximately 6 months post rx acculink stent implantation in the left internal carotid artery (lica), asymptomatic restenosis occurred. During an interventional procedure to treat the restenosis, on (B)(6)2010, an emboshield nav6 embolic protection device (epd) was positioned with difficulty due to vessel tortuosity and heavy lesion calcification, however, it could not be deployed. The sheath did not retract as the handle was pulled back. The epd was removed. A second emboshield nav6 was successfully deployed and the lesion was pre-dilatated 7 times. An xact stent delivery system (sds) was advanced but could not cross the target lesion. A non-abbott cutting balloon could not cross the lesion; however, a non-abbott balloon catheter crossed. The lesion was dilatated with this balloon and the stenosis was reduced from 80% to 30%. The patient was discharged home the next day and there was no adverse patient sequela. Though requested no additional information was provided.